Event description:
Customer reported that on one case with dr. Benz, the system reported an error message and the procedure had to be aborted due to a loss of suction.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803. 56 when additional reportable information becomes available.